Event description:
Additional information was received: confirmed with sales rep via phone, second procedure was performed on (B)(6) 2024, replaced the breakage liner and worn head. The patient is now in good condition.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary liner breakage post-op. The patient called us and claimed who underwent hip replacement surgery in (B)(6) 2021 and was reexamined per hospital's requirements. The reexamination showed no problem at that time. On (B)(6) 2022, the reexamination found spots. The x-ray showed about 20 spots of suspected objects around the implant. The hospital informed that this was normal and fine. On (B)(6) 2024, the patient felt uncomfortable, and CT indicated that liner was breakage. So far didn't conduct the secondary procedure. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment image3, image4, image5, second procedure picture1, second procedure picture2. The x-rays and photos were reviewed, and no evidence of implant bearing wear. Only metal transfer can be observed on the outer surface, consistent with the unintended interaction with the acetabular cup, after the fracture at the ceramic liner. However, the observed condition of the head does not represent a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 36mm +1.5 would not have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 36mm +1.5 product code: 136536310 lot number: 9760066 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Liner breakage post-op. The patient called us and claimed who underwent hip replacement surgery in (B)(6) 2021 and was reexamined per hospital's requirements. The reexamination showed no problem at that time. On (B)(6) 2022, the reexamination found spots. The x-ray showed about 20 spots of suspected objects around the implant. The hospital informed that this was normal and fine. On (B)(6) 2024, the patient felt uncomfortable, and CT indicated that liner was breakage. So far didn't conduct the secondary procedure.